Event description:
The patient presented with an abdominal aortic rupture and arterio-venous fistula. The excluder bifurcated endoprosthesis trunk-inspilateral component was successfully deployed. After many attempts to cannulate the contra-lateral leg hole, the physician made the decision to convert to an aorta-uni-iliac approach. A second trunk-ipsilateral device was advanced and deployed. It appeared that this device landed low and covered the internal iliac artery. At that point, the access to the aorta was lost. The physician decided to convert the case to an open surgical repair of the aortic aneurysm. The patient was fine at the end of the procedure. No allegation of deficiency was made regarding any of the excluder device in this case.